Manufacturer narrative:
Manufacturer's analysis indicated that the output connector assembly was broken, the main printed circuit board (pcb) was damaged, and the case was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.